Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture.

Event description:
Patient reported left side "felt funny", "had been painful on the outside of the breast", and "rupture and leakage." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a red particle material on the shell, and an opening. Device analysis was performed through photographs and due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Device has been explanted and discarded.